Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2023, the patient experienced signal loss for 3 hours or more on the tandem pump display device.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2022, the patient experienced signal loss for 3 hours or more on the tandem pump display device. The patient experienced dizziness and vomiting. The cgm display device showed signal loss and the blood glucose reading was 400 mg/dl. The patient self-treated with an unspecified insulin bolus via the pump. The family transported the patient to the emergency department where the blood glucose was 700 mg/dl. The patient was hospitalized, treated with IV insulin, and recovered after treatment. There was no documentation of further medical evaluation or intervention. The patient was discharged on (B)(6) 2023. At the time of the report, the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.